Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 120 mg/dl and the sensor glucose was 222mg/dl at the time of the incident. The customer reported that sensor glucose and blood glucose difference was not within acceptable range. Yesterday it was higher than blood glucose. Blood glucose was 186mg/dl when sensor glucose was 85mg/dl. Current blood glucose value was 120mg/dl. Insulin delivery was suspended due to sensor glucose values of 70mg/dl. Low suspend limit in sensor settings was 70. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.